Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 472mg/dl. Troubleshooting was performed. Initially, the caller stated that the insulin pump had a blank display while changing the infusion set or delivering a correction bolus, and the customer was not able to use the device due to the anomaly. The mother stated that the customer was given lispro and then released. Attempted to install a new battery and to clean the battery cap again, but the display did not return. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.